Event description:
During an in clinic follow up, x- ray imaging was performed and the right atrial (ra) lead was found dislocated. The ra lead was explanted and replaced to resolve this event. The patient was stable.